Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's leads had migrated. Surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue. Therapy was restored post-op.